Event description:
It was reported that an l122uv was removed intraoperatively due to intraocular bleeding. Sutures were used to close the wound. No replacement lens was implanted.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.